Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the left circumflex artery. A 2.25x28 mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were slightly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.25x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The proximal stent struts were lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the left circumflex artery. A 2.25x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were slightly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stabe.